Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that following a pump replacement, patient felt like they are getting too much drug. Healthcare provider (hcp) decreased dose by 50% but patient still felt like it was too much. Hcp then programmed to minimum rate and still no change. Patient was pain free but felt like they are getting too much drug. Symptoms included chest pains, feeling like insides are being torn out, hairs standing up on his arms, "feeling high". It was indicated that patient had spent time in ER then was admitted and had a complete work-up in hospital with no problems noted. Patient was elderly, was not taking any orals per hcp. It was further added that the pump was turned off at one point, and they were expecting some withdrawal symptoms but patient was still pain free and felt like they were getting too much drug. Drug delivered via the device was morphine 10mg/ml at a daily dose of 1.7mg/day; hcp was unsure if morphine was compounded or not. During pump replacement, the catheter was checked and the patency was confirmed. A follow-up report will be sent if additional information becomes available.